Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2019; w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and heart failure symptoms. It was further reported that the right ventricular (rv) lead exhibited high thresholds and non-capture. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.